Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported a minor male patient arrives at outpatient clinic of the PICC team, arriving at the outpatient clinic by his own means accompanied by a family member, conscious, oriented intime, place and person, carrying a PICC 4 fr bilumen catheter located in the left upper limb, date of insertion was (B)(6) 2026, effective date of cure (B)(6) 2026. When irrigating the device with syringe pre-filled with 0.9% sodium chloride 0.9% of 10 cc, using pulsatile technique, fluid leakage was observed. The nurse on duty decides to remove the device and inform the leader in charge. Using protective mechanisms, after washing hands, under clean technique, the transparent dressing is removed. Under strict aseptic technique, using an applicator of 1 cc of 2% chlorhexidine plus 70% alcohol, the insertion site is cleaned, the surrounding area is cleaned, the stabilizer is removed, then the device is slowly extracted, 22 cm in total, occlusion is performed with sterile gauze, and it is instructed to remove it in 24 hours, do not exert force on the site and consult in case of bleeding. There was no damage to the patient.